Event description:
The organization recently received information from FDA regarding the use of the cellex photopheresis system and the complication of subsequent deep vein thrombosis (dvt). In this event, a patient was being treated with the device who has a history of cutaneous t-cell lymphoma and who developed a dvt. It is uncertain whether there was a causal link between the treatment and the dvt; however, because of the recent warning, our facility believes it is important to report.